Event description:
The following information was reported: prior to an interventional or diagnostic procedure, a mynxgrip vascular closure device (5f) clamshell was opened, the device was removed and placed on the sterile table. After the interventional or diagnostic procedure, the device was used for closure. While the deployer was shuttling down, it was noted that it was more difficult or a little harder to shuttle down; it seemed as if the sealant had expanded and the device had jammed. The device was removed from the patient and a new mynxgrip device was used successfully with no further complications noted. Additional information: the sales representative was told in (B)(4) 2014 that the "event occurred within the last 6 months of 2014".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). The pi number is unknown as the lot number was not provided.